Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between june 22-24, 2023. H11: one device was received for evaluation. A visual inspection was performed, and it was noted that there was a small puncture hole on the lower left side edge of the bag. Functional testing was performed, and it was noted that there was a leak from the lower left edge of the bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from unspecified location on the bag. This occurred during compounding. There was no patient involvement. No additional information is available.